Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. A new cartridge was loaded to address the issue resulting in a minimum fill notification being received. Reportedly, the cartridge had been filled with 150 units. Customer added insulin to the cartridge and loaded it successfully. Blood glucose level was 110 mg/dl.